Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.